Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose level of 442 mg/dl and many bent cannulas. The customer treated with a shot. Customer declined to troubleshoot and was assisted with an infusion set change. No further details.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.